Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Third party field service technician could not confirm complaint. The lap top ventilator 950 fails patient outlet pressure test 7h reading 51.1. The service technician replaced flow valve and turbine. Unit was repaired and returned to customer. Turbine and flow valve were sent to carefusion for evaluation. Results of investigation: carefusion service technician verified customer reported complaint of the ¿"volume reading error "could not confirm & fails patient outlet pressure test 7h reading 51.1¿. During initial bench test, found the turbine manifold assembly with flow valve turbine assembly 11860 was working, but had low fvd of (13.87 cmho2) and pressure outlet of 52.3 cmho2. The service technician also found the turbine manifold assembly failed the lap top ventilator turbine functional test for high leakage and low pressure outlet. Visual inspection does not reveal any anomalies; but internal investigation found that the turbine manifold assembly cover gasket was damaged and causing high leakage. Carefusion service technician scrapped manifold assembly.

Event description:
The customer reported model lap top ventilator 950 was giving volume reading errors. No further information was provided regarding patient impact. At this time, it is still unknown if there was any patient involvement.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.